Manufacturer narrative:
The vascu PICC was returned for evaluation. Visual inspection confirms the complaint as the lumen appears to have torn from the hub. Under magnification it appears the lumen was torn off as the edges appear jagged. The lumen/hub joint appears intact. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test. This test is performed as a last step in the process and would have detected any holes, leaks, or weak spots if they had existed at the time of manufacture. It was reported that the issue occurred as the patient was being moved. The condition of the tear suggests the tear occurred as a result of pull forces being applied that exceed those the device is designed to withstand. Such forces can occur if the tubing becomes caught while moving the patient. A definitive root cause cannot be determined but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Currently waiting for the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A PICC line broke at the hub when moving a patient from their chair to a bed.